Manufacturer narrative:
H10. Additional manufacturer narrative: the device was not returned for evaluation. Attempts to retrieve the device and additional information are in process; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 3300tfx valve implanted in aortic position was explanted after an implant duration of approximately five (5) years due to calcification. During the reintervention procedure a mitral valve replacement (mvr) and tricuspid repair were performed concomitantly.

Event description:
Edwards received notification that a 3300tfx21mm valve implanted in aortic position was explanted after an implant duration of approximately four (4) years and three (3) months due to calcification leading to moderate stenosis and moderate regurgitation. (Vmax 2.9 m/seg. Area 0.9 cm2. Transaortic gradient: 34/17 mmhg. Velocity time integral (vti) 25) the patient presented with dyspnea on exertion nyha iii before the explant procedure. During the redo procedure a mitral valve replacement (mvr) and tricuspid repair were performed concomitantly. A non-edwards valve was implanted in replacement. The patient was noted as to be stable on the ward.

Manufacturer narrative:
Added information to section a1, a2 (date of birth), b5, b7, d4 (serial number and expiration date), d6 (implant date), d9, h6 (health effect - clinical code), h6 (device code(s)) and h6 (type of investigation). Corrected data h6 (type of investigation): "4114 - device not returned" code removed. H3: evaluation summary: device was returned for evaluation. Customer report of calcification was confirmed. X-ray demonstrated commissure 1 bent outward, wireform was intact and moderate calcification was observed on all three leaflets. Moderate host tissue overgrowth encroached onto the tissue and into the orifice on leaflet 1 at the outflow aspect. Host tissue overgrowth fused leaflets 1 and 2 at commissure 2. The leaflet 1 free margin was rolled towards the outflow aspect due to host tissue overgrowth and created a gap in the central coaptation region. Heavy host tissue overgrowth encroached onto the tissue and into the orifice on leaflet 3 on the inflow aspect. Host tissue on the stent circumference was moderate at inflow and heavy at outflow aspects. Calcification restricted leaflet mobility and led to stenosis. Sewing ring was cut off in multiple areas around the valve. Metal band was exposed at multiple areas around the valve on the inflow aspect. Three green sutures remained attached to the sewing ring around the valve. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Added information to section h6 (investigation findings) and h6 (investigations conclusions) corrected data a2 (age at time of the event). H11: additional manufacturer narrative: calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valves hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a manufacturing non-conformance. Host tissue/pannus overgrowth is considered a form of non-structural valve dysfunction. It can have both beneficial and harmful effects depending on the amount of growth and location. A small amount of host tissue growth over the suture line is expected and is needed to form a non-thrombogenic surface and complete the healing process after device implantation. In contrast, an excessive amount of pannus growth can cause nonstructural dysfunction that may require intervention. Host tissue growth can extend onto the cusp surfaces leading to thickening of the cusps, cusp retraction or curling, leaflet immobility, and/or abnormal coaptation, potentially resulting in valvular regurgitation, elevated gradients, and/or stenosis. Host tissue growth is related to patient factors and is not an indication of a manufacturing non-conformance. Based on the information available, a definitive root cause for calcification cannot be conclusively determined; however, patient factors likely caused or contributed. For host tissue/pannus, the most likely cause is also patient factors. There is no evidence to suggest an edwards manufacturing defect.